Event description:
The customer contact reported unable to prime the tubing; subsequently, there was a delay in therapy critical for the pt. The tubing set was to be used to deliver 100mg of tissue plasminogen activator (tpa). During priming, it was reported that no flow was noted. The customer contact indicated that there was a kink in the tubing above the cassette. The tubing set was replaced. Although there was the potential for serious injury, the customer contact reported there were no adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not completed. (B) (4). (B) (4).